Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a side unspecified rupture. The device remains implanted.

Event description:
Patient reported rupture for unknown side. Device was explanted and replaced. Later, hcp reported no complaint for right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6a, d6b, e1, e2, e3, g2. H6.